Event description:
It was reported there was a possible pocket fill. There was no injury. Outcome was noted as patient issues unresolved. The pump was delivering baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)